Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms. A47 alarms due to corrupted history file. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a motor error alarm while attempting to bolus. The customer's blood glucose was 159 mg/dl. The customer also reported a compromised force sensor system alarm occurring after the act button was pressed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.